Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping in a cycle noted. The insulin pump had minor scratches on display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 184 mg/dl. The mother of the customer reported that the keypad of the insulin pump became unresponsive while trying to give a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.